Manufacturer narrative:
B3: the events occurred on unknown dates between march 2021 and december 2021. C1: manufacturer/compounder: baxter healthcare - vienna industriestrasse 67 vienna 1220 austria g1: device manufacturer postal code: 1220 okubo, satoshi, shindoh, junichi, matsumura, masaru, and hashimoto, masaji (2022). Safety and efficacy of gelatin-thrombin matrix sealants (floseal) for hemostasis during liver resection. Surg. Gastroenterol. Oncol., 27(4):252-256. Doi: 10.21614/sgo-518. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
One patient underwent a hepatectomy wherein floseal was applied. On an unknown date an abscess formation occurred. Patient treatment and outcome were not reported. No further information was available at the time of this report.